Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope connector case unit and plug unit were dirty. A root cause for the reported events could not be identified. Based on the results of the investigation, the customer's allegation was not confirmed, cause not established. Based on the results of the investigation, the most likely causes were also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a fault incompatible scope (e315). The issue was found during inspection for use. There were no reports of patient involvement.